Event description:
When rn aspirated for blood return, a small amount of blood was noted leaking out of the plastic part of the device where the cannula meets the hub. The skin site had no issues. In our clinic we have had 5 incidents of this happening, 2 noticed with aspirating blood, 3 with infusion medications (iron and entyvio). Reference report mw5172654, mw5172656, mw5172657, mw5172658. Pt code: 4582. Device code: 1354.